Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an internal carotid artery stenting interventional procedure. Reportedly, when removing the device, the knot fell off. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation; however, the plunger, link and suture were not returned and the reported product experience was not confirmed. Analysis of the returned device revealed no anomaly. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.